Event description:
The pt underwent an interventional procedure followed by an angio-seal device deployment. The pt developed swelling and bruising which remained unchanged; however, the hemoglobin level continued to drop, requiring a blood transfusion. The hematoma resolved itself with no intervention. The physician reported the pt wa doing well.